Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal baclofen via an implantable pump. It was later reported that the patient was refilled with morphine. The dose and concentration were unknown. It was reported the patient heard a long beep hourly. It was noted that the patient ¿usually gets a short beep that turns in a critical beep when the pump is running out of baclofen.¿ now, the pump was alarming a ¿very long beep¿ every hour (different from when the pump is running out). Additional information was received from a foreign consumer via a manufacturer representative. It was reported that the manufacturer representative told the patient to contact the hospital, but she was not getting someone on the line to explain [the cause of the alarm]. Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was seen in the outpatient department on (B)(6) 2019. The empty reservoir alarm was sounding. The date of the alarm triggering was not known. The hcp presumed it was a normal occurrence from the alarm. She was refilled with her usual dose of morphine, and the alarm stopped. It was noted that the elective replacement indicator (eri) was in 7 months, so an elective change of the patient¿s pump would be planned for pump (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked what led to the empty pump alarm and if the patient missed a refill, it was stated this information was not known.